Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during procedure, while working with the speedtrap grn / white 20mm as the scrub nurse was not ready to receive the device, the circulating nurse chose to drop it onto the clean field. When the speedtrap was dropped, it broke up. They made sure that grafts were free from fragmented pieces. It was found later that the outer box had a dent which might have caused by some outer impact. The distributor did not notice such a dent during product inspection. The speedtrap was received and evaluated. Visual observations reveals that the device was broken and all the pieces were returned. It was also identified that part of the suture was in place. The root cause for the speed trap broken is related when the device being dropped / mishandled on hard surface; confirming the information provided that occurred when the device was dropped. Therefore, this complaint can be confirmed. As per the package have been not returned and a photo was provided; the analysis was performed upon the packaging photo received. The box showed damage, the possible root cause could be attributed to incorrect handling during transportation/ stock / trunk stock that might have contributed to this condition. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [5l48791] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summar according to the information provided, it was reported that during procedure, while working with the speedtrap grn/white 20mm as the scrub nurse was not ready to receive the device, the circulating nurse chose to drop it onto the clean field. When the speedtrap was dropped, it broke up. They made sure that grafts were free from fragmented pieces. It was found later that the outer box had a dent which might have caused by some outer impact. The distributor did not notice such a dent during product inspection. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the speedtrap is broken and still contains in place the suture. The box showed damaged as it had a dent. Therefore, the complaint reported was confirmed. The root cause for the speed trap broken is related when the device being dropped/ mishandled on hard surface causing the weld to fail; confirming the information provided that occurred when the device was dropped. Also, for the damaged into the box, the possible root cause could be attributed to incorrect handling during transportation/ stock/ trunk stock that might have contributed to this damage. However, it cannot be conclusively affirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device [5l48791] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [5l48791] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
Event description: it was reported by affiliate via personal interaction that during procedure, while working with the speedtrap grn/white 20 mm as the scrub nurse was not ready to receive the speedtrap (223751), the circulating nurse chose to drop it onto the clean field. When the speedtrap was dropped, it broke up. They made sure that grafts were free from fragmented pieces. There was no surgical delay and no harm to the patient. The device was the first use when the issue occurred. It was found later that the outer box had a dent which might have caused by some outer impact. The distributor did not notice such a dent during product inspection. The device is available to be returned for evaluation. Additional information provided by the affiliate reported the case was completed but could not provide details regarding the event.